Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hurt') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included heartburn. Concomitant products included meloxicam. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), food craving ("start craving sugar worse than usual and soft carbohydrate foods / start craving sugar worse than usual and soft carbohydrate foods"), fatigue ("exhausted"), adverse event ("troubles with that since hysto"), fibromyalgia ("fibromyalgia") and inflammation ("inflammation"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, food craving, fatigue, adverse event, fibromyalgia and inflammation outcome was unknown. The reporter considered adverse event, fatigue, fibromyalgia, food craving, inflammation and pelvic pain to be related to essure (ess205). The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: troubles with that since hysto. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter added. On 2003, she implanted essure. Essure 305 was updated to essure 205. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hurt') in a 42-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included heartburn. Concomitant products included meloxicam. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), food craving ("start craving sugar worse than usual and soft carbohydrate foods / start craving sugar worse than usual and soft carbohydrate foods"), fatigue ("exhausted"), adverse event ("troubles with that since hysto"), fibromyalgia ("fibromyalgia"), inflammation ("inflammation"), back pain ("back pain"), tooth fracture ("have bad cracks / others are cracking too"), dental caries ("new cavities forming in other teeth / the decay was inside / the inside decay never showed on xrays"), gingivitis ("gingivitis"), tooth loss ("lost one tooth"), toothache ("several teeth are hurting"), gingival recession ("getting bad gum shrinkage"), feeling abnormal ("brain fog"), speech disorder ("trouble reading and speaking"), vitamin d deficiency ("vitamin d deficiency"), memory impairment ("memory issues") and depression ("depression"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the pelvic pain, food craving, fatigue, adverse event, fibromyalgia, inflammation, tooth fracture, dental caries, gingivitis, tooth loss, toothache, gingival recession, feeling abnormal, speech disorder, vitamin d deficiency, memory impairment and depression outcome was unknown and the back pain was resolving. The reporter considered adverse event, back pain, dental caries, depression, fatigue, feeling abnormal, fibromyalgia, food craving, gingival recession, gingivitis, inflammation, memory impairment, pelvic pain, speech disorder, tooth fracture, tooth loss, toothache and vitamin d deficiency to be related to essure (ess205). The reporter commented: the patient had to crown one tooth, and informed that it seems it just keep getting worse. She also commented that the speedy decline is directly correlated to her hysto. Discrepancy noted regarding essure removal (hysterectomy) date (B)(6) 2014 and 2013). Cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: adverse event, brain fog, speech difficulties, vitamin d deficiency, memory issues. Depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events brain fog, speech difficulties, vitamin d deficiency, memory issues. Depression added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hurt') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), food craving ("start craving sugar worse than usual and soft carbohydrate foods / start craving sugar worse than usual and soft carbohydrate foods"), fatigue ("exhausted"), adverse event ("troubles with that since hysto"), fibromyalgia ("fibromyalgia") and inflammation ("inflammation"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, food craving, fatigue, adverse event, fibromyalgia and inflammation outcome was unknown. The reporter considered adverse event, fatigue, fibromyalgia, food craving, inflammation and pelvic pain to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: troubles with that since hysto. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received. Reporter information added. Event: fibromyalgia , inflammation were added. Fu 3 and 4 processed together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hurt') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included heartburn. Concomitant products included meloxicam. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), food craving ("start craving sugar worse than usual and soft carbohydrate foods / start craving sugar worse than usual and soft carbohydrate foods"), fatigue ("exhausted"), adverse event ("troubles with that since hysto"), fibromyalgia ("fibromyalgia") and inflammation ("inflammation"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, food craving, fatigue, adverse event, fibromyalgia and inflammation outcome was unknown. The reporter considered adverse event, fatigue, fibromyalgia, food craving, inflammation and pelvic pain to be (B)(4) concerning the injuries reported in this case, the following ones were reported via social media: troubles with that since hysto amendment: the report was amended for the following reason: cases (B)(4) are duplicate of each other. All the information was transferred from deletion case (B)(4) to this case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hurt') in a 42-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included heartburn. Concomitant products included meloxicam. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), food craving ("start craving sugar worse than usual and soft carbohydrate foods / start craving sugar worse than usual and soft carbohydrate foods"), fatigue ("exhausted"), adverse event ("troubles with that since hysto"), fibromyalgia ("fibromyalgia") and inflammation ("inflammation"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the pelvic pain, food craving, fatigue, adverse event, fibromyalgia and inflammation outcome was unknown. The reporter considered adverse event, fatigue, fibromyalgia, food craving, inflammation and pelvic pain to be related to essure (ess205). The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: troubles with that since hysto. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: on (B)(6) 2020: social media report was received. The consumer just added her name in an list name with ladies who had essure removed. She also mentioned that it was removed in (B)(6) 2014 and her age. On (B)(6) 2020: the consumer reported that she was allergic to essure. It made she so sick and took her skin off on her butt- these event were captured in other case ((B)(4)). On 13-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hurt') in a 42-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included heartburn. Concomitant products included meloxicam. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), food craving ("start craving sugar worse than usual and soft carbohydrate foods / start craving sugar worse than usual and soft carbohydrate foods"), fatigue ("exhausted"), adverse event ("troubles with that since hysto"), fibromyalgia ("fibromyalgia"), inflammation ("inflammation"), back pain ("back pain"), tooth fracture ("have bad cracks / others are cracking too"), dental caries ("new cavities forming in other teeth / the decay was inside / the inside decay never showed on xrays"), gingivitis ("gingivitis"), loose tooth ("lost one tooth"), toothache ("several teeth are hurting") and gingival recession ("getting bad gum shrinkage"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the pelvic pain, food craving, fatigue, adverse event, fibromyalgia, inflammation, tooth fracture, dental caries, gingivitis, loose tooth, toothache and gingival recession outcome was unknown and the back pain was resolving. The reporter considered adverse event, back pain, dental caries, fatigue, fibromyalgia, food craving, gingival recession, gingivitis, inflammation, loose tooth, pelvic pain, tooth fracture and toothache to be related to essure (ess205). The reporter commented: the patient had to crown one tooth, and informed that it seems it just keep getting worse. She also commented that the speedy decline is directly correlated to her hysto. Discrepancy noted regarding essure removal (hysterectomy) date (jan-2014 and 2013). Cross referenced with plaintiff case number : 2016-088504. Concerning the injuries reported in this case, the following ones were reported via social media: adverse event. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: follow-up (fu9) processed along with information from deleted duplicate case 2020-058668 (mrf number 2951250-2020-03209). Reporter¿s information was updated, and new reporters were added. Furthermore, the events back pain, tooth fracture, tooth decay, gingivitis, loose tooth, tooth pain and gum recession were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hurt') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), food craving ("start craving sugar worse than usual and soft carbohydrate foods / start craving sugar worse than usual and soft carbohydrate foods"), fatigue ("exhausted") and adverse event ("troubles with that since hysto"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, food craving, fatigue and adverse event outcome was unknown. The reporter considered adverse event, fatigue, food craving and pelvic pain to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: troubles with that since hysto. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media record received. Case upgraded to incident. Event "troubles with that since hysto" was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.